Manufacturer narrative:
The insulin pump had a scratched display window and cracked reservoir tube.

Event description:
The customer reported a cracked case on the insulin pump after it was bumped on the toilet bowl. The customer also felt that the insulin pump had been over delivering insulin. Advised the customer that the insulin pump would be replaced. Nothing further was reported.